Event description:
It was reported that during a cholecystectomy procedure, for the first device the trigger could not be grasped and the clip was not fed into the jaw. For the second device jamming occurred. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Instrument a and b: clips. Instrument b: batch# e9f61f, exp date: 05/2013; mfg date: 06/25/2008. Eval summary: the analysis results found that the er420 instrument (a) was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. The analysis results found that the er420 instrument (b) was returned in good visual condition. The instrument was cycled and ejected the remaining clips; a premature lockout incident was noted during testing that was broken in order to continue with the functional eval. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.